Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported: "this customer resides in a regional semi remote area with disabled child territory radical 7 randomly switches off and displays black screen. The carer reported that the issues occurs randomly and not at any particular time. It will occur when the nurse turns the device on at 9 pm, its happened before that time or during the night then it will work fine on other occasions. The carer reported that the numbers on the display will start to ghost and then the digital display will flat line instead of providing the correct data information". No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the device was able to power on using ac and dc power. The device was able to obtain readings and to visually and audibly alarm during alarm conditions. The device touch screen did not move without being touched and was working correctly. All the parts on the touch screen were responsive and the screen did not jump back to the setting menu without being touched. When the device is moved around while in the docking station, it loses connection and it takes few seconds to reestablish connection with the rds. The device was tested for 15 hours and during the duration of the testing the unit did not switch off by itself. The log files did not show any critical failures occurring. Internal inspection revealed the "j5" connector on the system circuit board pogo pins # 3, 4, 6, 9, 10, and 11 were stiff. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data: